Event description:
It was reported that the lead impedance was in the low 300s in bipolar and oversensing was occurring. The physician thought there was an insulation break, so the lead was replaced. A new lead was inserted into the existing ipg. Oversensing was again noted when the physician was sewing the pocket, so the ipg was taken out of the pocket and pins reinserted. Towards the end of the procedure, oversensing was noted again, so the ipg was removed. The new lead was tested via analyzer with good results. The ipg was again connected, pin assured to be properly seated, and replaced in pocket. Once again, oversensing was noted with pocket manipulation when sewing commenced. A new ipg was connected to a new lead with no further problems. No patient complications have been reported as a result of this event.